Event description:
The customer reports the controller is broken. The controller was sent back to a covidien service center for repair. Upon triage, a service tech found that the power cord has signs of arcing. Arcing is visible from ac h to ac n (external) when looking at the plug.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.